Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was a no image issue; the device was not compatible with an evix exera gastrointestinal videoscope. The issue was found during preparation for use for a therapeutic procedure, and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it is probable that a defective ap board, receptacle board, ap-do flat cable could have contributed to the reported event. Olympus will continue to monitor field performance for this device.